Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. For example, the patient reported the following discrepancy: cgm reading at 300 mg/dl and blood glucose meter at 100 mg/dl. The device is not indicated for use in pediatric patients.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.